Event description:
Related manufacturer report number: 3006705815-2022-01341. It was reported that patient had an infection at the ipg and lead site. It was noted the patient's ipg pocket had opened up a little and felt pain and swelling at the ipg site. Patient underwent surgical intervention on (B)(6) 2022 in which the system was explanted and the patient was given antibiotics.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.